Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported damaged adc product due to courier delivery. The customer reported that the delivery courier threw the package containing adc device while delivering it, which resulted in damaged inner box and broken seal. The customer reported they were therefore unable to use the device and became hypoglycemic. The customer was unable to self-treat and was treated with lemonade (glucose) by family. There was no report of death or permanent injury associated with this event.